Event description:
It was reported that the customer inadvertently performed the load sequence multiple times while connected to the site. The customer's blood glucose was in the 40's mg/dl. Reportedly, the customer experienced a seizure due to the low bg level and was taken to the hospital. The seizure caused the customer to fall from the bed, dislodged three teeth, and bite down on his tongue. Customer was treated with intravenously with "sugar". The customer was released from the hospital on (B)(6) 2024 with no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. D9: yes, 10/02/2024, h3: yes, anticipated but not begun, h10, remove 67, 4114, 3221 d9: yes, 10/02/2024, h3: yes, anticipated but not begun, h10, remove 67, 4114, 3221.